Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 mm xience v ((B)(4)) is being reported under a separate medwatch report number. There was no reported product deficiency. The reported angina, re-stenosis and ischemia are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that approximately three years post stenting procedure in the proximal and distal left anterior descending artery with two xience v stents, one 2.5 x 18 and one 3 x 28, the patient experienced exacerbation of angina and was found to have a positive functional stress test demonstrating myocardial ischemia. The patient underwent percutaneous coronary transluminal angioplasty on (B)(6) 2010 for index lesion stenosis. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.